Event description:
It was reported that during a ptca procedure, the tip of the pt 2 guide wire fractured. The lesion being treated was located in the very tortuous svg that had a 360 degree loop. The physician attempted to place a 3.5x16mm taxus drug eluting stent, however, they were unable to cross the lesion. During removal of the guide wire, the tip of the guide wire detached in the guide catheter and the entire system was removed without incident. They then attempted to place a 3.5x16mm liberte' monorail coronary stent which was also unable to cross the lesion. The procedure was aborted. No pt injuries or complications were reported. Patient status is listed as "fine.".

Manufacturer narrative:
The guide wire is being retrained by the facility, therefore, no direct product analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The exact cause of the difficulties experienced during the procedure could not be determine.